Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. A.5.: unknown.

Event description:
The user facility reported that an impella cp pump experienced low purge pressure coinciding with a fluid leak at the purge filter during patient support. A purge bypass option was discussed with the md. However the decision was ultimately made to explant the pump. Patient survived.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Pump was returned for investigation. Data log review was not required for this case run. The returned pump was primed, and the purge leak was observed from the sidearm filter. Upon close examination, the sidearm was found cracked where the leak was observed. The cracks are most likely consistent with chemical interaction. The cause of the purge leak was sidearm filter damage. Instructions for use: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ h10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30840.